Event description:
It was reported that after the activator had been being used, it failed to power up. The batteries were replaced but the situation was not resolved. It was further reported that it was believed that the batteries depleted too quickly with this activator. The activator was returned for analysis. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient activator failed to start, even after replacing the batteries. The patient did put the battery in and take it out a few times, but the device did not start up. It was noted through follow up that the activator did work for a time before the reported issue occurred. It is unclear whether or not the activator was returned. No patient complications have been reported as a result of this event. It was further reported that the battery depleted prematurely in the activator.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the activator was analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.